Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had multiple insulin pump errors. The blood glucose was 525 mg/dl at the time of the incident. The current blood glucose was 376 mg/dl. Customer being off of the insulin pump completely, received okay to release order for customer from purple pump inventory. Customer stated that, she was priming pump, set up reservoir, the insulin was squirting out and stated it has stopped but went through 4 reservoirs and 4 infusion sets. The insulin pump was priming. Customer stated that, the insulin is squirting out during the manual prime process. Customer stated that they were not wearing the pump during priming. Customer stated that, the insulin did not continue to drip after letting go of the act button. Customer stated that, the motor did not slow down nor did numbers ramp up on the screen. The drive support cap was flushed. Customer declined troubleshooting of the insulin pump alarms and high blood glucose. Customer treated high blood glucose with injection. Customer advised this problem will only occur during the prime and rewind process, however, the pump may not respond to an occlusion properly. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected restart, external error alarms or prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and stained address/serial number label. Drive support disk was inspected and no anomaly was noted.